Manufacturer narrative:
The preventative maintenance (pm) was completed by an intuitive surgical, inc. (Isi) field service engineer (fse). The fse replaced the universal surgical manipulator (usm) since the usm failed the carriage function test. The usm was returned for failure analysis evaluation. The issue was not replicated in-house. The usm was tested on an in-house system in normal mode where errors 1162, 31086 and 26005 were triggered. The usm was also tested on a testing platform where all tests passed.

Event description:
During a preventative maintenance service, the field service engineer (fse) identified a universal surgical manipulator (usm) that failed the carriage friction test. There was no patient involvement and no customer complaint reported.